Event description:
The patient contacted lifescan alleging that their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l" instead of "mg/dl" fir a few days. However, the patient was unable to determine when they noticed the change in the unit of measurement. The customer care representative walked the patient through the meter memory, and located results of 370 mg/dl, 429 mg/dl and 348 mg/dl for march. The ccr also discovered results of 490 mg/dl342 mg/dl and 454 mg/dl and based on statistical methodology, the calculated difference of these glucose results did exceed the expected value of <=20% and/or<=mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The unit of measurement had been reset prior to going through the meter memory. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. No products were replaced.